Event description:
The customer reported a system message displayed during surgery. The system would turn on and off intermittently. The system fans were still running and the system would hang. The system message would not clear. The system was switched out to complete the case. There was a short delay. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and found the system message reported in the event log. The system message was duplicated. The solenoid spacers were replaced and disposed of. The system was then tested and met all product specifications. (B)(4).